Event description:
It was reported that the 9600 system had an error message and would not save the cine run. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The protect settings were reset during the service call. The system was tested and found to be working as intended and put back into service.